Event description:
It was reported a patient underwent a total knee arthroscopy procedure in an unknown date (B)(6)2024 and barbed suture was used. The eedle popped off suture. The procedure was delayed by 15 minutes. The procedure was completed successfully with no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Clarification on product code. Sxpp1b407 . Needles were popping off the suture. Tka x1, tha x1 same day, same pa-c and surgeon. What was the name of the procedure? Tka &tha. -what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Passing through tissue. -did the needle fall into the patient? If so, please provide the following information: no. -were x-rays taken to locate the needle? No. -was the needle piece removed from the patient during the same procedure? Yes. C. Does the needle remain in the patient¿s tissue? No. D. "What tissue structure is it located? Size of the needle retained n/a. E. Are any plans in place to remove the needle piece in future?" No. -if retained, what is the surgeon's opinion of consequences to the patient? No consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm all information below is accurate: no needles broke? The 2 initial codes reported were incorrect? Correct. Incorrect product codes reported. Correct code was sxpp1b407. 2 patient events needles popped off suture. No patient consequence. Sxpp2b411: sxmp2b410: there were 2 patient events same day, same pa-c and surgeon 1) a total knee arthroscopy x1, and 2) a total hip arthroscopy x1. For only 1 /same product code for each patient. Sxpp1b407. Needles were popping off the suture. For each patient/ event. Correct.